Event description:
Dealer states the positioning strap is broken. Additional reportable malfunction for this device; (B)(4) is for extension tubes are not holding and are in an unsafe condition. (B)(4) is for tilt harness has a short circuit. (B)(4) is for drive lockout switch has intermittent failure. (B)(4) is for joystick cable has a loose connector.